Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39286-65 (serial: va0u499046); product type: 0200-lead; implant date (B)(6)2015; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller stated spinal cord stimulator (scs) and lead removed (B)(6) 2024. Reason for explant provided as "non-functional scs that was not MRI compatible". Caller states pt wanted the scs to be removed so they would have access to spinal MRI. Caller read from pt's medical notes to give more detail to "non-functional" scs: the scs "gave her significant stimulation in legs, pt has been working with pain management for injections, she reports left foot twitching, chronic left anterior shin pain that has not improved with the use of scs, and pt had not used scs since the ins battery died, scs has not been effective".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider. Patient's weight at time of event was 189 pounds. Device was discarded already.